Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump had critical pump error. The blood glucose was unknown at the time of the incident. Troubleshooting steps were guided for critical pump error. Customer reported that, they received a critical pump error image on the pump screen. The no delivery alarm was displayed on screen before critical pump error. Customer advised to replace and discontinue use of the insulin pump and refer to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report. Insulin pump was not received in stuck manufacturing mode. Unit passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. The insulin flow block alarm functions properly during the basic occlusion test and occlusion test, no prime/seating anomaly noted during testing. Unit received with cracked retainer, minor scratched display window and scratched case.